Event description:
It was reported that the patient experienced a heart rate in the thirties. It was noted that the implantable pulse generator's (ipg) lower rate is sixty beats per minute. It was also reported that the patient experienced palpitations and a heart rate of one hundred and forty. The patient received medication and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 310c27 tissue valve; implant date: (B)(6) 2010, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.